Event description:
It was reported that after a da vinci surgical procedure was completed, the surgeon noticed that a piece had broken off of the monopolar curved scissors instrument used during the case. A radiography was performed on the pt and the broken instrument piece was observed to be inside of the pt. An add'l laparoscopic procedure was performed to remove the broken piece from the pt cavity.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left scissor blade was missing from the instrument. The blade had fractured at the cross section of the grip cable crimp, exposing half of the cable crimp. The fracture plane of the blade is nearly straight. The detached blade was returned with the instrument. No other damage was found.